Manufacturer narrative:
This information was not provide during initial report of the event. A letter and questionnaire have been sent but no response has been received to date. Date of event-this is the date synthes was made aware of the event. Date of removal- device currently remains in the patient. No evaluation could be made, no conclusion could be drawn as no device was returned. Device remains in the patient. Synthes is unable to determine the manufacture date without a lot number.

Event description:
A ti cancellous bone screw, implanted approximately 6 weeks ago, is backing out of the plate. All hardware remains in the patient at this time.